Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has had to change the sets daily. The insulin pump alarmed occlusions during a set change. The insulin pump also alarmed no delivery while the customer was filling the tubing. The alarms occured during the manual prime. The customer stated that the blood glucose reading's went up to the 400's while they were filling up the tubing. The high blood glucose readings were treated with a manual injection. The blood glucose reading at the time of the incident was 98 mg/dl. The customer was unable to conduct troubleshooting because they change out the set before the call. The customer wants to return the sets and reservoir for analysis.